Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump screen had scratches and was difficult to read, back light was sporadic, had button issues and some cracks in the insulin pump body along the edges. The customer's blood glucose level was unknown. The customer mentioned that sometimes there were low blood glucose levels while sleeping. The insulin pump will not be returned for analysis.